Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked luer hub was confirmed; however, the cause was undetermined. The product returned for evaluation was one 12fr optidrain pigtail non-locking drainage catheter. Usage residues were observed throughout the sample. Two circumferentially opposite, longitudinally aligned splits were observed in the luer hub, extending from the proximal end past the silicone sleeve. Microscopic inspection of the splits revealed sharply defined granular edges. Inspection of the threads was unremarkable. Inspection of the orifice cross-section did not reveal any damage or deformation. The unremarkable threads suggested that over-tightening of a luer-lock device was not the cause of the observed fracturing. Forceful insertion of a tapered device such as a slip-fit style luer adapter may have contributed to the observed fracturing; however, attempts to replicate the damage using slip-fit devices were unsuccessful, suggesting that an addition factor(s) contributed to the complaint sample damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of gfyh1272 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (gfyh1272) have been reported from the same (B)(4) facility.

Event description:
It was reported that the ward nurse found a crack over the hub of the drainage catheter. The catheter was replaced by an interventional radiologist. No patient injury reported.